Manufacturer narrative:
The investigation has been completed. No product was returned for investigation. Delivery issue: the impella 5.5 s2 was attempted for insertion surgically via direct approach through the right artery. The cause of the delivery issue was not determined because the insertion was successful without any issues after flushing and reinserting the pump into the left ventricle. Infection/ thrombosis/ arrhythmia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Thrombocytopenia/ fever/ hypotension/ hematuria/ pulmonary edema: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The complainant reported that the patient on impella cp support was being escalated to impella 5.5. The physician decided to do a coronary artery bypass graft (CABG) and escalation to direct impella 5.5 placement. Once CABG done the impella 5.5 was advanced into graft with transesophageal echocardiogram (tee) guidance, but the physician was unable to advanced passed aortic valve. The impella 5.5 was then removed and flushed. The wire and catheter were advanced into the left ventricle (lv) and the impella was then advanced over the wire into lv with tee guidance without difficulty. The impella was started. The patient was transferred to intensive care unit. The patient went into atrial fibrillation with rapid ventricular rate (rvr) and vasopressin drop was started and the patient was converted to normal sinus rhythm. On day four of impella support, the patient began running a fever. Antibiotics were started and cultures were sent. The patient was placed onto continuous renal replacement therapy (crrt). There was an episode of pulseless electrical activity requiring one round of cardiopulmonary resuscitation and atrial fibrillation with rvr requiring cardioversion. The pt experienced hypotension. Concentrated, tea-colored urine was noted as the patient was given electrolytes and red blood cells for abnormal labs. The patient also was heparin-induced thrombocytopenia and thrombosis (hitt) positive. Argatroban drop was administered. The patient also experienced pulmonary edema and the patient continued on impella support.